Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Conclusion code 4315 removed.

Manufacturer narrative:
All available information was investigated, and the reported gripper line break resulted into gripper actuation issue was confirmed via returned device analysis. Additionally, the investigation identified kink on the gripper line, corrosion on actuator coupler resulted in the break. However, reported leaflet grasping could not be tested in testing environment as it was related to challenging anatomy/procedural circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incident reported from this lot. The investigation determined the reported gripper actuation issue appears to be due to the gripper line break; however, the investigation was unable to determine a definitive cause for the gripper line break. The observed deformation due to compressive stress on the gripper line appears to be related to reported gripper actuation issue. The reported positioning failure (grasping) appears to be a combination of challenging patient anatomy and procedural circumstances. The observed actuator coupler corrosion appears to be due to procedural circumstances/extended exposure to saline solution. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Exemption number e2019001.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for gripper actuation issue and gripper line (gl) break. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 with restricted posterior leaflet in the p3/p2 region, and a1 flail. The heart was off axis and there was a patent foramen ovale (pfo) in the intra-atrial septum. Two leafleft grasping attempts were performed successfully moving the grippers. During the third attempt the grippers were not lowering and the gripper line at the distal portion of the clip delivery system (cds) broke. Visualization was difficult due to the anatomy and the shadow and artifact from the device. The challenging anatomy and poor echo window lead to procedural difficulty in grasping leaflets. The clip was not implanted and replaced with a new device. Two clips were implanted, reducing mr to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.